Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open cassette. Analysis and results: there are no previous complaints of this code batch. Manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock. Thread on sample received is broken inside the cassette and it is not useful. Thread was probably tangled in the reel and when pulled out from cassette the thread broke because the extraction was too hard. Final conclusion: taking into account that the cassette received does not fulfill the OEM specifications, it is concluded that the complaint is justified. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: austria. It is reported that the thread is broken in the cassette.